Event description:
Customer was updating time and personal settings on the device. The customer confirmed that the time was off by more than five minutes, but did not know the cause. There was no adverse impact to the customer's blood glucose level. Ultimately, the pump was replaced as a solution to the issue.